Event description:
Patient had a right elbow injury approximately 15 months ago. Patient had surgery at that time and surgeon placed a screw that would dissolve within a few months. Patient did fine until approximately one year later when he started complaining of pain. Parents noticed a strange bulge, as if the screw was about to pop through the skin. Family came to the ed where a splint was placed until the ortho clinic could see patient for appointment. Family and patient presented to the ortho clinic where it was determined that the patient would have surgery to remove the pieces of the screw that had broken down and caused discomfort. Family said that ortho physician told them ortho has been having issues with these screws. The patient had surgery to remove the screw fragments and has been doing well since then.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.